Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure this device was surgically abandoned and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a low shock impedance of less than 20 ohms. This was discussed with the patient's clinic. No adverse patient effects were reported.